Event description:
Pt on mechanical ventilator experienced diaphoresis and a drop in oxygen saturation. Disconnected from the ventilator and attempted oxygenation using a baxter ambu bag with a peak-end expiratory pressure valve but unable to squeeze bag. Pt was reintubated several times but problem remained. Pt expired.